Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair and a reported stroke and vessel occlusion. On (B)(6) 2012, the pt underwent carotid artery repair procedure using the cormatrix ecm for carotid repair. Immediately post-surgery, the pt suffered a stroke. No serious injury or medical intervention was reported. During the pt's (B)(6)-week f/u, a total left occlusion was noted. The physician initially communicated to cormatrix cardiovascular on (B)(6) 2012, that the stroke and occlusion were unrelated to the cormatrix ecm for carotid repair product. As a result, the clinical outcome for the pt's surgery was not investigated any further and a medical device report to FDA was not submitted. However, during a subsequent discussion with the physician on (B)(6) 2012, the physician stated that it was not known whether the stroke and occlusion were related to the cormatrix ecm for carotid repair product.

Manufacturer narrative:
Based on this additional info, cormatrix cardiovascular determined that a medical device report should be submitted. The cause of the stroke and occlusion are unk.